Event description:
Boston scientific crm received information that during a device replacement procedure, as this device was removed, force was used to explant the device. Upon removal, it was noted the header of the device was loose. No loss of critical therapy was reported while implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis concluded this device experienced battery depletion within the normal tolerance for this model. A visual inspection confirmed the reported observed loose header. All setscrews moved freely and operated normally. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Analysis confirmed the header damage was induced during the removal procedure and met specification for normal battery depletion.